Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond suture, involved caused and/or contributed to the adverse events described in the article, specifically: granuloma reaction, reoperation? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond suture? (B)(4).

Event description:
It was reported in a journal article that the patient underwent a left cementless total hip replacement procedure with the direct lateral approach on unknown date and the suture was used to reattach the gluteus medius muscle and vastus lateralis muscle to the greater trochanter through two bone tunnels after setting of the total hip prosthesis. At ten weeks, post-operatively, the bone tunnels enlarged gradually and developed osteolysis. The patient underwent a suture removal and debridement, which improved osteolysis. Histological examination showed the granuloma reaction to a foreign body with giant cell formation. Additional information has been requested.

Manufacturer narrative:
Corrected information- this medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2016-06821. Please see medwatch report#2210968-2016-06821 for all information regarding this event.